Event description:
Company manager reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose value at the time of admission was 800 mg/dl. They called to report physical damage on the insulin pump. I was stated that it is cracked at the reservoir compartment and the battery cap has a missing piece. The customer put a new battery and it was depleted the next day. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. A cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and a cracked reservoir tube window were noted during the visual inspection.